Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the rejected instrument confirms that an adjusting spindle is broken and for the second instrument, the adjusting spindle and the adjusting nut are damaged. Pressure mark are visible on the instrument on the damaged adjusting nut. The spreader is more than 6 years old and also is in rough use for a long time. It is assumed that the damages are due to handling/application error. No product error detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
Adjusting spindle is broken. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufactured on 07/18/2007. Placeholder.